Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- instrument broke apart while trying to disassemble after procedure was completed. - surgeon impacted instrument during the procedure which made the two components of the instrument difficult to separate after the procedure was completed. Nurse was attempting to separate after the case and used a mallet for a bit of physical encouragement and the instrument handle snapped. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment "img_1272.jpeg". The photo investigation revealed that the white handle is broken into two pieces. Additionally, the mating device can be observed assembled, however functionality issues of the device cannot be assessed through a photo investigation. The observed condition of the device may be consistent with the reported information indicating that the device was impacted during the procedure and during attempts to disassemble the mating device. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn esc cons ring handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the instrument broke apart while trying to disassemble after procedure was completed. The surgeon impacted instrument during the procedure which made the two components of the instrument difficult to separate after the procedure was completed. Nurse was attempting to separate after the case and used a mallet for a bit of physical encouragement and the instrument handle snapped. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.